Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited high thresholds and was found to have developed a microdislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).